Event description:
Procedure type: lap proctocolectomy. According to the reporter: after firing the stapler, the stapler was difficult to remove. The anastomosis was torn upon removal. The distal donut was complete, while the prox donut and purstring were both incomplete. The pt received a temporary ileostomy, which was part of the original plan, and the ileo-anal anastomosis was repaired by hand sewing transanally. Two black 45 mm tristaple reloads were used for the distal transsection. Operative time was extended in excess fo 30 minutes to repair the anastomosis. Hand sewing transanally to repair the ileo-anal anastomosis.

Manufacturer narrative:
(B)(4).